Event description:
It was reported that a piece of the reamer broke off in the driver during use.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. As returned, the reamer shaft has broken and remains in the cannulated straight driver. The reamer has a potential field age of approximately 1 year. This type of failure may occur if the threaded peg of the reamer is not completely and securely screwed into the driver. This situation may allow the reaming torque and any bending forces to be applied to the threaded peg instead of being transmitted by the reamer body's facets to the tabs of the driver. However, the exact cause of failure cannot be determined with certainty. Device history records indicate all components were manufactured and inspected to specification. Dimensional analysis found the part to be within specification where measured. No manufacturing abnormalities could be detected.